Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that endoscope communication failure (e227) was due to a faulty video connector. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found: an e216 error (scope communication error) and a noisy image occurred while handling the connected endoscope; there was dirt on video connector socket and the video connector socket was worn out. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the video system center displayed an error code e227 (scope communication error), and the image dropped out. The issue occurred with multiple laparoscopes. The issue was found during reprocessing. There was no procedure or patient involvement.